Event description:
It was reported that at 65.795 joules, while using the surgical fiber during a prostate procedure, decreased tissues vaporization was observed and the fibre/glass cap began rotating independently of the metal cap. The procedure was completed using a second surgical fiber ."there were no adverse patient outcomes."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Moderate char on the metal cap and severe devitrification at the fracture were also observed. The identified issues may activate the laser systems fiberlife functions which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure.